Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 24-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: the battery compartment was found to be cracked. The battery cap threads were stripped and unable to maintain an electrical connection. A test battery cap was able to secure to the pump and was used to perform the prime steps. No further power interruption was observed with the test battery cap.